Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm. Death, cognitive disorder and hemiparesis were unrelated to device use and likely related to patient´s underlying disease (gbm).

Event description:
A 58-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's spouse informed novocure that the patient had removed the arrays the day prior, as he developed headaches. Subsequently, the patient was transported by ambulance to the hospital and admitted on (B)(6) 2024, due to headaches, confusion and left-sided weakness. Optune gio therapy was temporarily discontinued. On (B)(6) 2025, the patient´s daughter informed novocure that the patient died on (B)(6) 2024. Cause of death is unknown. Attempts to contact the prescribing physician for additional information were made, but no response was received.